Event description:
When the outer cement package was opened, the contents dumped onto the sterile field. The cement pacakage was still in inner peel pack, contaminating field. Case had to be broken down and reset, causing a 30-minute surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No sample returned for investigation. Information provided indicates a problem when opening the outer foil pouch causing the non sterile inner peelable pouch to fall into the sterile field. Although the complaint is non-verifiable, a contributing factor could be user error as when opening the foil pouch the non sterile inner peelable pouch was dropped into the sterile field. On each packaging layer the sterile status and opening instructions are clearly stated. A search of the complaint database found no additional reports for this part and lot number combination. If at a later date the complaint sample is returned, the complaint will be reopened and a more positive conclusion would be reached. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.